Manufacturer narrative:
Cmp-(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. X-ray review: damage to the lateral rim of the acetabular cup and possible slight damage to the posterior rim of the acetabular cup. Acetabular cup size is slightly large for patient's anatomy. Damage to the acetabular cup rim may be due to component-on-component impingement. On the crosstable lateral view,there is suggestion of a slight surface irregularity at the posterior rim of the acetabular cup. Radiolucency acetabular cup zone 3 of unknown significance. Bone is osteopenic device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.